Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was admitted to the emergency room with a pocket infection and erosion, evident from an open wound and skin necrosis around the device incision. The entire system, comprising the implantable cardioverter defibrillator (ICD), right ventricular lead, and right atrial lead, was removed. An attempt to implant a leadless pacemaker to manage the patient's slow heart rate was unsuccessful due to patient anatomy. The patient was in stable condition and remained hospitalized for overnight observation.

Event description:
New information received indicated that per the physician, the patient passed away from exacerbated heart failure a month post-explant procedure and the patient's death was unrelated to the procedure.

Event description:
It was reported that the patient passed away post-procedure of his infected pacemaker system extraction and unsuccessful aveir leadless pacemaker implant attempt. The procedure may have contributed to the patient's passing.